Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of end of life (eol). The monitoring voltage was 2.68 v and the charge time was 35.1 seconds. Approximately six months earlier, the monitoring voltage was 2.96 v and the charge time was 9.5 seconds. There was a concern that the battery was depleting prematurely. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and replaced. This device has not been returned for analysis. Should additional information become available this report will be updated.